Manufacturer narrative:
The field service engineer found that the reagent and sample probes were misaligned and aligned both probes. The calibration and qc were acceptable. No indication for a performance issue of reagent. The alarm trace was requested but the provided alarm trace was incomplete. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient sample with the cobas pro c 503 module. The initial result was 5.47 mg/dl. The repeated result was 8.49 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 51651201 with an expiration date of 28-feb-2022.